Event description:
It was reported that this right ventricular (rv) lead connected to a pacemaker exhibited sudden high out-of-range pace impedance measurements, resulting in a lead safety switch. High capture thresholds were also observed. Technical services (ts) recommended further evaluation, such as a chest x-ray, to review the lead location and lead/header connection issues. No adverse patient effects were reported. Additional information was received that a revision procedure was performed on this lead due to noise. The cause of the noise remains unknown at this time. The lead was explanted and replaced. No additional adverse patient effects were reported. Further information regarding product return status has been requested.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of pacing impedance high out of range was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported that this right ventricular (rv) lead connected to a pacemaker exhibited sudden high out-of-range pace impedance measurements, resulting in a lead safety switch. High capture thresholds were also observed. Technical services (ts) recommended further evaluation, such as a chest x-ray, to review the lead location and lead/header connection issues. No adverse patient effects were reported. Additional information was received that a revision procedure was performed on this lead due to noise. The cause of the noise remains unknown at this time. The lead was explanted and replaced. No additional adverse patient effects were reported. It is not expected to receive this lead for analysis.